Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys troponin I stat immunoassay results for three consecutive patient samples from cobas e411 disk serial number (B)(4). Patient 1: 1.050 ng/ml. Patient 2: 1.070 ng/ml. Patient 3: 1.090 ng/ml. These results were reported outside the laboratory. More than two hours later, the samples were repeated with a new pack of the same reagent lot. Patient 1: 0.122 ng/ml. Patient 2: 0.125 ng/ml. Patient 3: 0.100 ng/ml with a data flag. Information concerning if any patient was adversely affected was requested but it was unknown. Both reagent packs were calibrated and a random sample was tested on both reagents. Patient with first reagent pack: 0.305 ng/ml with a data flag. Patient with second reagent pack: 0.100 ng/ml with a data flag. A clear root cause could not be identified. However, an issue with the specific reagent pack was indicated by calibration signals that were completely different from all other packs from this lot and the fact that quality control that was out of range (3sd) on the day of the event. A general handling issue with the calibrator could be excluded as the issue was isolated to one reagent pack. Other possible general causes include evaporation or incorrect storage conditions of reagent, reagent stress due to storage or transport conditions, and foam on the reagent surface. However, the customer verified there was no foam or bubbles on the reagent.